Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was attempted but was not successful as the receiver was unable to communicate with the global communication tool. The receiver case was opened for further evaluation. An interior inspection found moisture damage. The reported event of a hardware error was not confirmed. A root cause could not be determined.